Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and observed that the unit started up normally, but the table was free-floating. Analysis of the log file showed a geometry error: 'ethercat post error. The reported malfunction, stating that the table was free-floating and the system was in a hard down state, was confirmed. To resolve the issue, the fse replaced the amc drive. After the replacement of the amc drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.